Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked right plunger case. Event log history was performed and indicated that no error was recorded in history related to accuracy, invalid syringe size was found recorded in history. During analysis, accuracy test was performed, and the reading was found to be within the required specifications. Unable to duplicate the invalid syringe size during syringe test, even though the reading of the size is fluctuating but it is within the required specifications. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump failed intermittent accuracy test and the syringe could not be recognized. No patient was involved in this event. No adverse effects were reported.